Event description:
In (B)(6) 2014, the surgeon performed a right side si joint fusion on the patient placing three ifuse implants. The patient complained of right calf pain following the surgery. The surgeon felt the pain was consistent with dvt, but performed a revision surgery in (B)(6) 2014, where he removed the superior implant. The patient went home the next day, and still complained of calf pain, but not pain radiating down the leg.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7055-90, lot# i0924, manufactured 01/22/14, expires 2019-01.